Event description:
Customer reported via phone call that she has been experiencing low blood glucose. Customer stated that on (B)(6) 2015 blood glucose was 49 mg/dl; she treated by eating. Also on (B)(6) 2015 she had three low events; blood glucose was 74, 64 and 89 mg/dl. The threshold suspend on the insulin pump was activated on all events. The day of the call, the customer woke up with blood glucose of 52 mg/dl. Customer declined troubleshooting and stated that she expects to go low because the doctor made changes to the insulin pump settings but she will be going to the doctor again in a week for more adjustments.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.